Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit's manual mode key switch rotated 360 degrees. The complainant indicated that there was no pt involvement in the reported malfunction.